Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 3. Reference MFR. Report# 3006705815-2019-00045. It was reported the patient experienced inadequate stimulation with their scs system. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10335. Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted.

Event description:
Device 2 of 2: reference MFR report #: 3006705815-2019-00045.